Event description:
It was reported pain and swelling of the bone surface 6 days after implant placement. Antibiotic treatment for the infection. Implant #36 not integrated after 4 months and was removed ((B)(4)).

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter email address unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.